Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received compromised force sensor system alarm on their device. The customer's blood glucose level was reported to be 160mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would have to be replaced and returned for analysis. It was reported that the pump was out of warranty and the customer would be contacted with further instructions on replacement.